Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on dec. 07, 2017 with the following findings: evaluation revealed a dim, discolored display. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on dec 07, 2017.